Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-17, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain and multiple back operations. On (B)(6) 2019, the patient received a 8476 code on their pump with a critical alarm. The patient stated they have gradually started to not feel well since the alarm has gone off. The patient was directed to follow-up with their healthcare professional (hcp).